Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a rectum resection, the handle could not be fired and the reload bended. The procedure had to be converted to an open. There was no adverse event associated with the product problem.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending results of investigation summary.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil was bowed and the knife bar assembly was buckled. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. The instrument was dismantled for visualization of internal components. This examination noted sheared teeth on the firing rack. The loading unit was loaded into a post market vigilance (pmv) instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The returned products as received by medtronic were found to not meet specifications and the reported condition was confirmed. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the loading unit device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.